Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified that the crimped stent was damaged at its distal end. An examination of the crimped stent found that struts on the 1st, 2nd and 3rd rows from its distal edge were deformed and lifted upwards from the stent profile. No other damage was visible along the remainder of the stent. The hypotube was kinked 680mm distal from strain relief. The balloon was examined and no issues were noted with its profile. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.00x28mm promus element¿ plus drug eluting stent was advanced to the lesion, however, it failed to cross the lesion despite several attempts made. The physician removed the device from the patient and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in a moderately calcified and moderately tortuous mid left anterior descending (lad) artery. A 3.00x28mm promus element plus drug eluting stent was advanced to the lesion, however, it failed to cross the lesion despite several attempts made. The physician removed the device from the patient and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.